Event description:
The vad coordinator reported that the patient¿s ldh on (B)(6) 2020 was 606; however, the patient was asymptomatic during the reported events. The cause of the low speed events was suspected to be something passing through the pump. Repeat labs were drawn on (B)(6) 2020 and the patient¿s ldh returned to 471, which was near their baseline. The patient will be seen again on (B)(6) 2020. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: low speed events were confirmed in the evaluation of the submitted log file. The submitted log file contained data from 11jun2020 at 8:38:43 am to 20jul2020 at 9:40:22 am. On (B)(6) 2020 between 10:22:56 am to 10:23:32 am, 7 consecutive low speed advisories were captured. These low speed advisories were accompanied by power elevations up to 14.8 watts and yellow wrench backup battery fault alarms. Before and after these events, the pump appeared to operate as expected, and remained above the low speed limit of 8600 rpms. Based on complaint history and similarly reported events, the data captured in the log file, in addition to the reported elevation in ldh, could be a potential indication of a thrombus formation passing through the device. However, the patient remains ongoing on heartmate ii lvas, serial number (B)(6), and root cause cannot be conclusively determined. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate ii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU provides details regarding the recommended anticoagulation therapy and inr range as well as outlines indications of pump thrombosis and as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
During a clinic appointment device interrogation revealed a low speed advisory event on (B)(6) 2020. The reasoning for the alarm is unknown. Manufacturer's log file review confirmed the low speed event and power elevation. No further information was reported.